Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented to the hospital for lead revision due to dislodgement. Decreased sensing and increased capture threshold were observed. The lead was explanted and replaced when repositioning was unsuccessful. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.